Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with cystocele repair, perineal skin tag removal, pigmented skin lesion removal and cystoscopy due to sui, perineal skin tags and pigmented perineal skin.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. No additional information was provided. A review criteria of the batch manufacturing records was conducted and the batch met all finished goods release.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent excision of vaginal mesh on (B)(6) 2014, due to erosion. No additional information was provided.

Manufacturer narrative:
It was reported that patient experienced dyspareunia and erosion.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient experienced dyspareunia. It was reported that patient underwent a cystocele repair, native tissue on (B)(6) 2015 due to recurrent cystocele. No additional information was provided.